Event description:
Complainant alleged that during a patient setup, the device was not identified by the defibrillator as internal handles. The complainant indicated that there was no patient involvement in the reported failure.